Event description:
Customer reported a malfunction with the pump, identified by malfunction code malf 12. Blood glucose level did not exceed 500 mg/dl, and no adverse impact was reported. Technical support provided information for resetting the pump, and the customer successfully reset it. The malfunction code did not recur, and the customer was advised to continue using the pump and to contact support if the issue reappears.